Manufacturer narrative:
E.1. Initial reporter facility:(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power and screen stuck on dark. A field service engineer (fse) confirmed that the station was completely powered down and not turning on. Upon arrival, troubleshooting was performed, isolating the issue to drawers 4.1 and 4.2, with the controller board on drawer 4.2 identified as causing the failure. The controller board and module controllers for drawers 4.1 and 4.2 were replaced as needed. After reassembly, the station was powered on and tested using the hardware test application, where both drawers operated without issues. The customer successfully logged in, reassigned the drawers, reconfigured storage space, and completed recovery with all tests passing, confirming normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis machine did not power on, and the screen remained dark. The device appeared offline in remote support service. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.